Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The rep reported that stimulation helped the patient in the beginning when implanted, but no longer helped with pain. The rep reported that stimulation was covering all painful areas, but the patient reported that it wasn't helping. The rep reported that the patient had to turn stimulation up too high in order to get some relief and then felt too uncomfortable. The rep reported that they reprogrammed the patient to add a high dose program for the patient to try. The rep reported that they advised the patient to try the new program for a few days since she currently had to turn stimulation up to high in order to get any relief. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the stimulation no longer helping was not determined. Two high density settings were made to see if they helped the patient. It was unknown if the stimulation no longer helping had been resolved.